Event description:
New information received stated that the lead was explanted and replaced. Patient was stable pre, during and post procedure.

Manufacturer narrative:
A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning the lead, the helix was able to be extended and retracted. The helix length was measured within specifications. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that right ventricular (rv) lead dislodgement confirmed by x-ray. The lead was repositioned. Patient was stable pre, during and post procedure.